Manufacturer narrative:
H3, h6: it was reported that, during a thr the blue nipple plastic part of the polarcup head/liner inserter (75017089) broke off. The procedure was completed without delay using same device. No patient injury or other complications were reported. The device use in treatment was returned for investigation. However, a visual inspection could not confirm the reported damage since the component reported for breakage was missing on the returned device. A review of the complaint history revealed one additional complaint reported for the batch in question. However, a batch size of 1000 pieces was produced. The additional complaint is therefore not an indication for a manufacturing related issue with this batch. A review of the batch record revealed no deviations during the standard manufacturing process that could have contributed to the reported issue. There is no indication that the device failed to match specification at the time of manufacturing. Since the component reported for breakage was not returned with the device, the root cause of the reported issue cannot be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Event description:
It was reported that, during a thr the blue nipple plastic part of the polarcup head/liner inserter broke off. Instruments outside the patient. The procedure was completed without delay using same device. No patient injury or other complications were reported.